Event description:
It was reported that during a laparoscopic low anterior resection, there was a difficulty in removing the device after firing. The device was removed somehow while the angle was changed several times. When the surgeon visually checked the anastomosis site, it was confirmed that the staples were formed properly and both doughnuts were formed properly. However, a staple was found between doughnuts. It was unclear whether the staple was the device's or another stapler's. The rectum was cut with endo-gia (purple) before anastomosis. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically?---laparoscopically. What device was used for the proximal and distal transaction of the bowel? Endo-gia what color reload? Purple. On what tissue type was the device used? ---rectum. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) ---no information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---no information. Was the spike of the trocar inserted through bowel lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, what was the location of the indicator within the gap setting scale? ---no information. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---across an existing staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---crunch and compressed until unable to fire further. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---yes. If yes, how many counter-clockwise revolutions were used to open the device? ---no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---donut confirmation. Is there any other additional information you would like to share about this device, procedure, patient or physician? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. What are the patient's age and sex? ---no information. What is this surgeons pre-op and post-op regiment? ---no information. Did a hcp other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.